Manufacturer narrative:
Initial and final MDR 1934220 - MDR 3003442380-2024-19501 - device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusions set fell off during use on event on 01-jun-2024. Customer was doing physical activity/sweating, swimming, or bathing at the time the set fell off. Infusion set has been used for less than 1 day on average. Insertion area was cleaned, air-dried and free from hair. No further information available.